Event description:
It was reported that the right ventricular lead had high/unstable/unmeasurable threshold and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, all insulation was torn, the outer insulation had a cosmetic depression and the lead was stretched.